Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. There was no delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air. It¿s unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. It¿s unknown if the air/water nozzle was flushed with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): inspection method is described in the operation manual evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual evis lucera gif/cf/pcf/sif type 260 series chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation found that due to the clogging of the nozzle, water removal ability was out of specification. Additionally, due to wear/stretching of the angle wire, the bending angle in the up direction was out of specification. Due to wear/stretching of the angle wire, the play of the up/down knob was out of specification. The bending cover was scratched, and the adhesive was cloudy and cracked. The suction cylinder was shaved, and the paint was peeled/worn off. The scope cover plate was unclear/worn. The image guide protector was scratched. The universal cord was scratched. The indicator on the scope connector was peeled/worn off. Switch 1 was cut. The universal cord protector on the scope connector side was scratched. The distal end cover was scratched and had a burn from use with high energy endotherapy accessories. The connecting/insertion tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had an angulation malfunction. The device was returned for evaluation. During the device evaluation, foreign material was found in the air/water nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.